Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain along the incisional area and was treated with a steroid injection (date not reported). The implanted device remains.